Event description:
A 4.5mm aortic punch tearing the aorta instead of punching a hole in it. Two different punches produced the same result; they were from two different lot numbers. An additional aortic punch was opened and worked correctly. Items sequestered and procedure successfully completed. Surgery was performed on (B)(6) 2012 and pt remains in the hospital at present time on (B)(6) 2012.